Event description:
During use of the device for a sternotomy procedure, the user reported that the cable was getting warm and the sternotomy was a bit slower. The device was not changed out. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.